Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors instrument's tip would not allow application of the scissor tip accessory. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the instrument was worn where the scissor tip would be placed. There was no evidence of any material being broken or missing. There is no photographic images of the instrument, the instrument was sent back to intuitive.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) were analyzed and could not verify the customer reported event. The instruments tube adapter was inspected and found to have some scratches and abrasions but was not broken. An in-house mcs tip was installed onto the instruments tube adapter with no issues. The instrument was installed on an in house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional findings not reported by site: the instrument was found to have scratch marks - abrasions on the instruments tube adapter. There was no material missing as a result. The root cause of this failure is attributed to user. The complaint was not confirmed based on the failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no issues related to the customer complaint. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics.